Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited an unspecified, "issue." The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.